Manufacturer narrative:
Submit date: 2/23/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had and issue with a needle. The customer reports broken hub.